Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 454 mg/dl at the time of incident and treated with an injection. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer declined low high blood glucose troubleshooting and indicated that they will call back at a later time. Customer declined to troubleshoot for high blood glucose.

Manufacturer narrative:
The device was received with currents in specification. The device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm. Motor passed motor test. No unexpected excessive no delivery alarm. The device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. Drive support disk was inspected and no anomaly was noted.